Event description:
It was reported the pt no longer had stimulation, and coverage could not be regained. X-rays revealed the lead had pulled downward. The pt was asked if she would like to try a different lead, but has decided to wait. The entire system was explanted on (B)(6) 2011. During the procedure, the physician noted that the lead was broken in half.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.